Event description:
It was reported that during a lead extraction procedure to remove one infected cardiac lead (rv), an injury occurred leading to death. Reportedly, the lead was prepped with an lld device, and a glidelight device was used to remove the lead. No signs of effusion or cardiac tamponade were present initially. Post extraction, a declining pressure was noticed, and after several minutes of attempted medical stabilization, the surgeon was called in. The extracting physician deployed a bridge rescue balloon and did a pericardialcentisis after confirmation of cardiac tamponade. The pressure increased and surgeon decided to perform a sternotomy. The balloon was deflated and a 1 cm tear was found at the apex of the rv. Bleeding remained persistent upon initial repair while identifying a second tear of < 0.5cm on the svc. The patient went into vt and expired.